Event description:
A report was received that the patients ipg would no longer charge. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the battery would no longer hold a charge due to electrocautery being used on a previous hip surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)). The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg would no longer charge. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.